Event description:
Correction: the correct serial number is (B)(6) as previously reported.

Event description:
Per the clinic, the patient is a non-user and experienced intermittency with the internal device. Also, it was reported that the patient will be needing regular MRI due to her health condition. Subsequently, the device was explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report.